Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the percutaneous liver ablation, the patient had 3 metastatic lesions (3cm) in the liver and they did a total of five intercostal punctures, twice with a chiba needle and three times with the emprint antenna. Ablation zone was monitored with intraprocedural imaging. They were doing intraprocedural control scans and finished the intervention without any complications. A couple of hours later the patient complained about pain and they discovered a massive bleeding coming from an intercostal artery. The bleeding was first treated in the angio suite but a surgical emergency intervention became necessary to drain the large intra-abdominal hematoma. Blood transfusion was necessary. The surgeon later confirmed that the bleeding came from an intercostal artery and not from the liver. Due to the patient's critical condition the patient had to remain intubated in the ICU for several weeks. Currently the patient was still in hospital but no longer intubated.